Event description:
"Atrial unipolar lead impedance warning on (B)(6) 2021. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).